Manufacturer narrative:
The device was returned for evaluation. The user's complaint was confirmed as the tip of the device was noted to be broken off. The exact cause of the reported phenomenon could not be conclusively determine at this time. The instructions for use warn users: " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use. " if additional information is received at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a therapeutic operative hysteroscopy procedure, upon opening the sheath the distal tip broke off and could not be located. The sheath was inspected right before it was used by the scrub nurse and the circulating nurse as well. There was no report of a device fragment falling into a patient. The intended procedure was completed a similar device. There was no issues noted with the other instruments used in the procedure. There was no patient injury reported.